Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported that the patient received multiple shocks for noise. Oversensing, apparent lead fracture, muscle stimulation, and high, unstable impedance were also reported. The lead was explanted and replaced. Additional information was subsequently received from the patient's attorney alleging the "plaintiff suffered multiple firings over an extended period of time, each of which caused him immediate and excruciating pain, and placed him in imminent apprehension of death, great physical, emotional, and psychological suffering and extreme anxiety." The attorney also alleged "defective sprint fidelis lead." No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event. Impedance, high lead(s), fracture of oversensing pocket stimulation shock, inappropriate noise defective device.

Event description:
It was reported that the patient received multiple shocks for noise. Oversensing, apparent lead fracture, muscle stimulation, and high, unstable impedance were also reported. The lead was explanted and replaced. Additional information was subsequently received from the patient's attorney alleging the "plaintiff suffered multiple firings over an extended period of time, each of which caused him immediate and excruciating pain, and placed him in imminent apprehension of death, great physical, emotional, and psychological suffering and extreme anxiety." The attorney also alleged "defective sprint fidelis lead." No further patient complications have been reported as a result of this event.